Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose. Customer complained about having issues with his infusion sets; every time the set is changed it fails to deliver and the insulin pump does not always recognize that there has been no insulin delivery. In the past couple of years, the customer has had complications with the insulin delivery system and had to treat with manual injections. Customer has tried different sites of insertion but was not able to solve the issues. Customer did not know if it was an insulin pump malfunction or related to the infusion sites. Nothing further reported.